Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. No code available' was selected because the exactly delay occurred in not known at this point.

Event description:
It was reported that rosa shut down during automatic movements twice during a surgery.

Manufacturer narrative:
Review of the log files indicates that two communication errors occurred during the surgery. The first one was caused by a vigilance device failure but there is no more evidence to conclude about the cause of this failure. The second communication error was caused by an over-force error but no more evidence are provided to conclude about the cause of this error. Date received by manufacturer. Device evaluated by manufacturer.